Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "issue with two piccs that were inserted by two different nurses. Both had trouble with the introducer not having a clean split of the red part inside the introducer. There were pieces of the red inner core frayed and the PICC was then stuck in the introducer. The nurses had to cut away the red plastic inner part." This report addresses the first device.